Manufacturer narrative:
It was reported that the "wings broke on the syringe during use". Sample requested for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the "wings broke on the syringe during use".